Event description:
End user was transferring from van seat, into their s626 when the bolt in the left armrest receiver broke in two pieces. The armrest became loose and end user fell out of the chair causing end user to hit their left side on the lift. They injured their left shoulder, left arm and side. They fell a second time after they entered their home and the rear side of their armrest receiver broke. No further injury reported after second fall.